Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was hospitalized and admitted to the intensive care unit with a blood glucose (bg) level of 830 mg/dl that was treated with intravenous fluids of saline, insulin, and other unspecified fluids. Upon review of pump data, it was found that a low power alert and a reset alarm occurred. Customer also reported that an occlusion alarm had occurred sometime prior to hospitalization. Tandem technical support explained to customer that these issues likely caused the suspension of insulin delivery that resulted in the high bg; customer acknowledged. Customer was released from the hospital 5 days later.